Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency and urinary/bowel dysfunction. It was reported that about 3 days ago the patient started having pain that felt like it was in their bladder or vagina. It was an uncomfortable stinging pain. Also when they lie down to go to bed the vibration kept them awake. Patient hadn't raised their settings or touched them since implant. Patient services (ps) walked caller through checking settings and the therapy was off. Patient increased the stimulation to a comfortable level on the current program. Patient will maintain stimulation level and will continue to track symptoms. They confirmed stimulation in bicycle seat area and comfortable. Agent redirect to doctor if issue persists. Patient said they were supposed to have a post op appointment with doctor on thursday but they were sick and had to cancel.